Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert was recorded due to exhibiting high out of range shock lead impedance measurements on the right ventricular channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.